Event description:
It was reported that revision surgery was performed due to pain (beginning 6 to 12 months prior to revision) and an adverse reaction to metal debris. A soft tissue reaction was reported.